Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support and escalated support staff to inspect and clean pump, remove pump from case, and try filling and loading a new cartridge, but issue persisted, so customer switched to multiple daily injections for insulin delivery and was provided replacement pump and replacement cartridges, with instructions for storage and return of problematic pump and for setting up and connecting replacement pump.